Event description:
A customer contacted beckman coulter regarding a falsely negative(-) urine test result from the icon 25 hcg test kit. The customer indicated that a patient used a home test kit (first response) and tested positive (+) twice on 12/10/06. On 12/12/06, the patient went to the clinic and a urine sample was tested with the icon 25 hcg test kit and a negative (-) result was obtained. The customer indicated that the same day, a serum sample from this patient was tested by qualitative method and a positive (+) result was obtained. No injury related to this event has been reported.

Manufacturer narrative:
Retain devices performed as expected when tested by beckman coulter with positive and negative serum and urine controls and high quant clinical urine samples. Patient sample and testing devices were not returned by the customer. A clear root cause has not been determined for this event. A malfunction will be assumed for the purpose of this report.